Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated because her pocket was shallow and painful. No device malfunction was suspected. The patient was doing well postoperatively.